Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), perforation ("perforation of organs"), device breakage ("fracturing of the implant") and device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), autoimmune disorder ("autoimmune disease"), anxiety ("anxiety"), depression ("depression") and headache ("headaches"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, perforation, device breakage, device dislocation, autoimmune disorder, anxiety, depression and headache outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device breakage, device dislocation, headache, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic floor area pain"), fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))"), device breakage ("fracturing of the implant/device breakage"), device dislocation ("migration of implant"), embedded device ("migration of essure device location of device: muscles of pelvic floor/essure coiled and embedded in the pelvis sidewall"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)"), autoimmune thyroid disorder ("autoimmune disease/autoimmune disorder type of disorder: thyroid") and basedow's disease ("graves disease") in a female patient who had essure (batch no. 628058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included body mass index normal, hypothyroidism, migraine, kidney stone and uterine prolapse. Concomitant products included baclofen, clonidine, diazepam, drospirenone + ethinylestradiol (yaz), levothyroxine sodium (synthroid), meloxicam (mobic), methocarbamol (robaxin), sumatriptan (imitrex), topiramate (topamax), tramadol and vitamin d nos (vitamin d). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroid disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), basedow's disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), palpitations ("blood or heart disorder/condition type: palpatations"), vaginal discharge ("vaginal discharge"), back pain ("low back pain"), arthralgia ("hips pain/joint pain"), muscle spasms ("levator spasms") and rectocele ("rectocele"). The patient was treated with surgery (ablation, essure implant removal/total hysterectomy (uterus and cervix removed), bilateral salpingectomy and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, device dislocation, embedded device, menorrhagia, genital haemorrhage, autoimmune thyroid disorder, anxiety, depression, headache, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, mood swings, basedow's disease, bladder disorder, urinary tract disorder, migraine, palpitations, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, back pain, arthralgia, muscle spasms and rectocele outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune thyroid disorder, back pain, basedow's disease, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, muscle spasms, palpitations, pelvic pain, rectocele, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2012, (B)(6) 2017. There are three coils of the device left outside the tuberosity on the right and four coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on (B)(6) 2012: result: final diagnosis: uterus and cervix, vaginal hysterectomy a. Bening cervix with mild chronic cervicitis. B. Proliferative endometrium. C. Unremarkable myometrium. D. Leiomyoma, 0.2 cm.; on (B)(6) 2017: result: clinical history: foreign body in pelvis. Final diagnosis: bilateral fallopian tubes, excision -bilateral fallopian tubes with complete sections of lumen identified. -silver metallic coils x2 gross description fallopian tube #1: within the lumen of the proximal portion is a silver metallic coil which is viable within a thin area of the tube at the proximal most end of the segment. The remainder of the tube is patent. Fallopian tube #2: within the lumen of the proximal portion is a silver metallic coil which is frayed and visible at one end. The remainder of the tube is patent. Reason for visit: pelvic and perineal pain principal diagnosis: displacement of intrauterine contraceptive device other diagnosis: female pelvic peritoneal adhesions.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received with her demographic details were updated. Other hcp added. Aka name added. Product indication added. Suspect drug implant date updated from: 2009 to (B)(6) 2009. Following events were added: abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: urinary infections, apareunia (inability to have sexual intercourse), mood swings, graves disease, bladder or urinary problems or changes, urinary tract disorder, migraines, blood or heart disorder/condition type: palpatations, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, low back pain and hips pain, migration of essure device location of device: muscles of pelvic floor/essure coiled and embedded in the pelvis sidewall.,rectocele,levator spasm event clubbed and pt term updated: autoimmune disease/autoimmune disorder type of disorder: thyroid, perforation of organs/perforation (fallopian tube(s)) . Event clubbed: fracturing of the implant/device breakage and hips pain/joint pain.essure lot number added. Event severity added for pain, low back pain and hips pain/joint pain. Concomitant medications were added. Medical history added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), perforation ("perforation of organs"), device breakage ("fracturing of the implant") and device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), autoimmune disorder ("autoimmune disease"), anxiety ("anxiety"), depression ("depression") and headache ("headaches"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, perforation, device breakage, device dislocation, autoimmune disorder, anxiety, depression and headache outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device breakage, device dislocation, headache, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic floor area pain"), fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))"), device breakage ("fracturing of the implant/device breakage"), the first episode of device dislocation ("migration of implant"), the second episode of device dislocation ("migration of essure device location of device: muscles of pelvic floor/essure coiled and embedded in the pelvis sidewall"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)"), autoimmune thyroid disorder ("autoimmune disease/autoimmune disorder type of disorder: thyroid") and basedow's disease ("graves disease") in a female patient who had essure (batch no. 628058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included body mass index normal, hypothyroidism, migraine, kidney stone and uterine prolapse. Concomitant products included baclofen, clonidine, diazepam, drospirenone + ethinylestradiol (yaz), levothyroxine sodium (synthroid), meloxicam (mobic), methocarbamol (robaxin), sumatriptan (imitrex), topiramate (topamax), tramadol and vitamin d nos (vitamin d). In (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroid disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), basedow's disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and the first episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), palpitations ("blood or heart disorder/condition type: palpitations"), vaginal discharge ("vaginal discharge"), back pain ("low back pain"), arthralgia ("hips pain/joint pain"), muscle spasms ("levator spasms") and rectocele ("rectocele"). The patient was treated with surgery (ablation, essure implant removal/total hysterectomy (uterus and cervix removed), bilateral salpingectomy and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, the last episode of device dislocation, menorrhagia, genital haemorrhage, autoimmune thyroid disorder, anxiety, depression, headache, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, mood swings, basedow's disease, bladder disorder, urinary tract disorder, migraine, palpitations, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, back pain, arthralgia, muscle spasms and rectocele outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune thyroid disorder, back pain, basedow's disease, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, muscle spasms, palpitations, pelvic pain, rectocele, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: date(s) of removal: (B)(6)2012, (B)(6)2017 there are three coils of the device left outside the tuberosity on the right and four coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6)2009: result: total bilateral occlusion.. Pathology test - on (B)(6)2012: result: final diagnosis: uterus and cervix, vaginal hysterectomy a. Bening cervix with mild chronic cervicitis. B. Proliferative endometrium. C. Unremarkable myometrium. D. Leiomyoma, 0.2 cm.; on (B)(6)2017: result: clinical history: foreign body in pelvis. Final diagnosis: bilateral fallopian tubes, excision bilateral fallopian tubes with complete sections of lumen identified. Silver metallic coils x2. Gross description: fallopian tube #1: within the lumen of the proximal portion is a silver metallic coil which is viable within a thin area of the tube at the proximal most end of the segment. The remainder of the tube is patent. Fallopian tube #2: within the lumen of the proximal portion is a silver metallic coil which is frayed and visible at one end. The remainder of the tube is patent. Reason for visit: pelvic and perineal pain principal diagnosis: displacement of intrauterine contraceptive device other diagnosis: female pelvic peritoneal adhesions.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic floor area pain/ pelvic floor dysfunction'), fallopian tube perforation ('perforation of organs/perforation (fallopian tube(s))'), device breakage ('fracturing of the implant/device breakage'), device dislocation ('migration of implant'), embedded device ('migration of essure device location of device: muscles of pelvic floor/essure coiled and embedded in the pelvis sidewall'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general)'), autoimmune thyroid disorder ('autoimmune disease/autoimmune disorder type of disorder: thyroid/ thyroid destroyed') and basedow's disease ('graves disease') in an adult female patient who had essure (batch no. 628058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included body mass index normal, hypothyroidism, migraine, kidney stone and uterine prolapse. Concomitant products included baclofen, clonidine, diazepam, drospirenone + ethinylestradiol (yaz), levothyroxine sodium (synthroid), meloxicam (mobic), methocarbamol (robaxin), sumatriptan (imitrex), topiramate (topamax), tramadol and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroid disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), basedow's disease (seriousness criterion medically significant), palpitations ("blood or heart disorder/condition type: palpatations"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), back pain ("low back pain"), arthralgia ("hips pain/joint pain"), muscle spasms ("levator spasms"), rectocele ("rectocele"), nerve compression ("pinched nerve") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (ablation, essure implant removal/total hysterectomy (uterus and cervix removed), bilateral salpingectomy and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, device dislocation, embedded device, menorrhagia, genital haemorrhage, autoimmune thyroid disorder, anxiety, depression, headache, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, mood swings, basedow's disease, bladder disorder, urinary tract disorder, migraine, palpitations, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, back pain, arthralgia, muscle spasms, rectocele, nerve compression and vitamin d deficiency outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune thyroid disorder, back pain, basedow's disease, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, muscle spasms, nerve compression, palpitations, pelvic pain, rectocele, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2012, (B)(6) 2017. There are three coils of the device left outside the tuberosity on the right and four coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on (B)(6) 2012: result: final diagnosis: uterus and cervix, vaginal hysterectomy bening cervix with mild chronic cervicitis. Proliferative endometrium. Unremarkable myometrium. Leiomyoma, 0.2 cm.; on (B)(6) 2017: result: clinical history: foreign body in pelvis. Final diagnosis: bilateral fallopian tubes, excision -bilateral fallopian tubes with complete sections of lumen identified. -silver metallic coils x2 gross description fallopian tube #1: within the lumen of the proximal portion is a silver metallic coil which is viable within a thin area of the tube at the proximal most end of the segment. The remainder of the tube is patent. Fallopian tube #2: within the lumen of the proximal portion is a silver metallic coil which is frayed and visible at one end. The remainder of the tube is patent. Reason for visit: pelvic and perineal pain principal diagnosis: displacement of intrauterine contraceptive device other diagnosis: female pelvic peritoneal adhesions.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received: new events vitamin d deficiency and nerve compression were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.